Manufacturer narrative:
S/w version unknown retainer ring = black case type = ngp customer returned pump for alleged cosmetic damage located at the screen, missing segments, and e/a alarm unspecified found on 11-mar-2023. Pump failed to boot up once installing aa lithium backup battery, flashing white screen and missing segments were noted. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test, self test, and displacement accuracy test due to flashing white screen. Unable to download pump history files and traces using thump software due to flashing white screen. Pump was cut open to perform visual inspection and found moisture damage on pcba 1 and pcba 2, motor, and force sensor. Also found bleeding and cracked glass on the lcd assembly. The following were also noted during visual inspection: scratched case, pillowing keypad overlay, stained keypad overlay, corroded battery tube, minor scratches on lcd screen, and corroded battery tube spring. Cosmetic damage was confirmed at the screen. Missing segments were confirmed due to bleeding and cracked glass on the lcd assembly. Unable to verify customer's complaint for e/a alarm unspecified due to flashing white screen. Flashing white screen was confirmed due to moisture damage on the lcd flex circuit. Moisture damage was confirmed found on the battery tube, pcba 1 and pcba 2, motor, and force sensor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had a solid white display, alarm and it was not stopping. Troubleshooting was performed and found that the insulin pump had a solid white display and reported the insulin pump screen was not flashing the medtronic logo on it and reported a crack on the insulin pump. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump. The insulin pump will be returned for analysis.